Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: weight unknown / not provided. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant fractured causing crown/abutment failure. Had to use a drill to remove the implant. Tooth location was not provided.